Event description:
It was reported that the impedance on the right ventricular (rv) lead has been increasing and is now high. It was also reported that the threshold had increased. The pace/sense portion of the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: d284drg implantable cardioverter defibrillator (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.